Manufacturer narrative:
The reported events of difficulty inserting the electrode into the sheath and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. The associated catheter was returned with the lead. The lead insertion test was performed, and the lead was able to be inserted and removed into the catheter without any difficulties. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited difficulty to insert through the catheter. The lead was attempted to be repositioned and it was noted that the lead exhibited high pacing impedance. The lead was not used and a new lead was implanted.